Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with unknown indication for use. The pump contained morphine at a concentration of 25 mg/ml with a dose of 1.2 mg/day. It was reported the surgeon was having problems accessing cerebrospinal fluid (csf) during an infusion system implant when they were trying to place the catheter. The representative was calling to see if there were any troubleshooting techniques. The patient was lateral and they tried hunching the back a little more which did not resolve the issue. The representative called back and reported the patient was still in surgery and the representative did not know the outcome of the surgery or if they were able to access csf. The case was aborted, the pump was not implanted and never opened and drug was not used. There was not out of box issues reported with the catheter; instead, the lack of csf flow was attributed to a patient condition/issue. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.